Manufacturer narrative:
An event regarding a revision was reported. The event was confirmed through clinician review of the medical records provided. Cup malposition in absent anteversion and medialized position in combination with gluteal muscular insufficiency after rupture/ fracture of the tip of greater trochanter 2-years earlier have contributed to recurrent dislocation in the arthroplasty requiring revision surgery. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: cup malposition in absent anteversion and medialized position in combination with gluteal muscular insufficiency after rupture/ fracture of the tip of greater trochanter 2-years earlier have contributed to recurrent dislocation in the arthroplasty requiring revision surgery. The overload condition associated with these two factors contributed to corrosion in the modular femoral head junction with metal debris generation in and around the arthroplasty as secondary adverse effects. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the medical review indicated: cup malposition in absent anteversion and medialized position in combination with gluteal muscular insufficiency after rupture/ fracture of the tip of greater trochanter 2-years earlier have contributed to recurrent dislocation in the arthroplasty requiring revision surgery. The overload condition associated with these two factors contributed to corrosion in the modular femoral head junction with metal debris generation in and around the arthroplasty as secondary adverse effects. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
Revision of luxated hip revealed massive loss of soft tissue around greater trochanter and accompanying particle debris around the spigot, inside the head trunnion and in the wound as a black pattern. The products revised were accolade tmzf with trident cup. The stem, head and liner were retrieved and available for further inspection. As to marks on the stem, the surgeon used only osteotome around the proximal part of the fixation zone and not on the trunnion. Mark on the head only on the outside to tap out the head. The stem was withdrawn with the threaded accolade2 inserter. No other marks were caused by using osteotome or other instrument.